Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer changed out the battery and was still unable to use the device. Customer¿s blood glucose was 191 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer also stated the b and act buttons were not working. No further information reported.

Manufacturer narrative:
Insulin pump had no button error alarm. Act button did not respond due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.